Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a glucose monitor error. There was no reported adverse impact to the customer. Pump was reset to resolve the issue. In addition, it was reported that the pump battery depleted faster than expected. Customer's blood glucose level was 186 mg/dl. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.